Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no impact to blood glucose. Customer cleared the alarms to address the event and resumed insulin delivery. Reportedly, a temperature change had occurred to the pump prior to the occlusion alarm declaring. Tandem technical support advised the customer to wear the pump in a case in order to prevent temperature changes to the pump.